Event description:
The lay reporter contacted lifescan (lfs) alleging that the meter had intermittent power. The medical affairs specialist (mas) spoke to the lay reporter in 2005 and obtained/verified the following info: approximately six months ago, the pt took his meter with him during travel. During the time he was there, he was testing his blood glucose and taking his insulin. One day, date unknown, he was unable to test his blood glucose reading. He does not remember if he experienced any symptoms at the time of the event. He went to the hosp where he was kept for two days for observation. He does not remember what his reading was in the hosp; however, he was treated with glucose. He also does not remember the diagnosis. When the meter had intermittent power, the pt still took his insulin (humalin); however, lay reporter does not know how much he takes. No further clinical info was provided. The lay reporter mentioned that the meter worked yesterday and the pt was able to obtain a reading; however, this morning when he tried to test on the meter and the meter did not power on. The battery has not been replaced for two years and the meter is two years old. Customer care advocate (cca) sent the pt a new meter and control solution.